Event description:
It was reported that during interrogation the atrial lead exhibited noise. The noise was replicated with arm movements. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.